Event description:
Procedure: laparoscopic partial nephrectomy. According to the reporter: when the surgical opening was being closed at the final stage of procedure, the second stitch on the skin after muscle layers in the right lower quadrant were sutured, the surgeon found that the needle broke. Immediately by use of portable x-ray imaging device, the doctor looked for the broken needle, but it could not be detected. The next day, x-ray was used again and the broken needle in the patient was confirmed. Re-operation was performed and the needle was retrieved.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).